Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed a handpiece error and a button was stuck. The complaint was confirmed and the root cause has been associated with a mechanical component failure.

Event description:
It was reported the powermax elite mdu hand control buttons are sticking. No patient injury or complications were reported.